Event description:
It is reported that a customer called reporting a serter anomaly. The customer had a blood glucose level of 540 mg/dl. It is unclear if the patient called their health care provider or treated themselves for the high blood glucose. A new serter was provided for the customer for pick up. No other information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.